Event description:
Incident as reported: robotic assisted laparoscopic radical prostatectomy - "trocar cracked/fractured in the area of the metal clamp that is attached from da vinci while in patient's body."

Manufacturer narrative:
This incident was not reported to applied medical. We received from (B)(4) and have contacted the hospital to request the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.